Event description:
The customer reported that the housing for their pump in style device power adapter fell off and all of the wires were showing.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, the customer reported that the housing for their transformer came apart. She reported that there were no injuries as a result of the issue. The customer stated that they would return the original product, however, as of the date of this report the original product has not been received. Should the original product be received resulting in new, changed, or corrected info, a f/u report will be filed at that time. The cause of the breach in rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).